Event description:
Boston scientific crm received information that this patient experienced a syncopal episode. A system check revealed the device, which has been in service for 10.6 months, could not be interrogated and had no response to magnet application. A device replacement procedure was scheduled.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the exterior of the pacemaker noted no anomalies. An x-ray image of the interior of the device also verified no irregularities. The device was confirmed to have no output and no telemetry capability. Laboratory testing determined that the device had a low battery voltage due to a high current drain condition. To determine the cause of the high current drain the device casing was removed. After removal of the device case, the high current condition disappeared. The device passed electrical testing which verified normal telemetry, pacing and sensing. The internal circuitry was tested and normal measurements were obtained. The device was monitored over several days and the high current condition could not be reproduced. Analysis testing confirmed the presence of a high current drain condition, however, the cause of the high current drain condition was not determined.

Event description:
Additional information stated this device was completely depleted and the right ventricular (rv) lead exhibited low impedance measurements. During the replacement procedure, the rv lead was noted with an insulation nick. The device was explanted and successfully replaced by a new device. The lead damage was repaired and the lead remained in service with the new device.